Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements with current measurements greater than 125 ohms. All other lead parameters were checked and confirmed to be stable and in range. High energy pacing was performed to discard any ionization build up however this had no impact on shock impedance measurements. It is suspected that the root cause is calcification on the rv lead. No intervention is planned and the patient will be monitored.